Event description:
Medtronic received info that this hollow fiber oxygenator exhibited a blood to atmosphere lead after 30 minutes on bypass. The leak was described to have occurred close to the heater-cooler module. The leak resulted in a loss of 10cc of body fluid after 20 minutes of bypass. The decision was made to change out the product, which was performed without reported difficulty. Blood gases remained stable, and there were no adverse patient effects reported.

Manufacturer narrative:
Conclusion:exact cause of the event cannot be determined. Analysis: to date, this product has not been returned to medtronic for analysis. In addition, although requested, device specific info has not been provided. With limited info available, review of the event is limited and no definitive conclusions can be made at this time. Medtronic anticipates the return of this device, and will provide the results of the investigation to FDA upon completion of the analysis. Conclusion: no conclusions can be made at this time. Device changed out with no reported adverse pt effects.